Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The reported patient effect of occlusion is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, proximal diagonal artery. After deployment of a 3.0 x 18 mm xience alpine stent in the left anterior descending artery, the diagonal was blocked possibly due to a plaque shift. An attempt was made to advance the 2.0 x 12 mm xience alpine stent delivery system through the side struts of the implanted 3.0 x 18 mm xience alpine; however, this was not successful. A 2.25 mm non-abbott stent delivery system was able to cross to the diagonal; however, it caused a dissection which required the use of another non-abbott stent. There was no clinically significant delay in the procedure reported. No additional information was provided.